Event description:
The initial reporter received a questionable elecsys ca 19-9 result from one patient sample tested on the cobas e 801 module. The initial result is 47.9 u/ml. The first repeat result is 17.4 u/ml. The second repeat result is 17.1 u/ml. The second repeat result is 17.4 u/ml.

Manufacturer narrative:
The cobas e 801 module serial number is (B)(6). The investigation reviewed the module's alarm trace; no issues were noted. The investigation did not identify a product problem. The cause of the event could not be determined.